Event description:
On (B)(6) 2011, mother reported patient was hospitalized with elevated blood glucose and diabetic ketoacidosis 2 times in the past week. Patient's blood glucose was around 200 mg/dl at home on (B)(6) 2011, and he started to vomit and then vomited blood. Patient was taken to the hospital. Blood glucose was elevated above 500 mg/dl when patient arrived, and he was treated with an insulin drip and discharged on (B)(6) 2011. Patient experienced erratic blood glucose (137-400 mg/dl) on (B)(6) 2011. Boluses were delivered via the infusion device to decrease blood glucose. Patient was taken to the hospital again, and his blood glucose was 551 mg/dl and he was diagnosed with diabetic ketoacidosis. Mother reported the hospital physician took the infusion device to the lab to have it evaluated, and the physician did not see that all boluses were recorded in the history. Mother reported there was some moisture around th adapter when patient was admitted to the hospital on (B)(6) 2011, and she does not think it was connected correctly. Patient had recently taken medication for anxiety but had no other lifestyle changes. Mother provided additional information later the same day. She viewed the bolus history and reported patient bolused more than what is recorded. Additional follow-up was completed on (B)(6) 2011. Patient was discharged from the hospital on (B)(6) 2011, and he was treated with an insulin drip for 30 hours and did not have any food or water during that time. He was taken off the insulin drip and treated with fast and long acting insulin until he was released from the hospital. The infusion device, cartridge, and adapter were replaced and requested for evaluation. The infusion set was discarded and is not available to return for evaluation.